Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0fep1, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient could not adjust stimulation. Stimulation was confirmed on, but the upper limit screen was seen. The patient¿s device had not worked for the patient since implant. The device did not function properly. Increasing stimulation would make it work for a short time. The patient had the same problems as prior to implant, including leakage. When the device was working, it would shoot pain into the patient¿s testicles. The patient was not feeling stimulation at the time of the call. The patient had only tried one program. Surgical revision or explant was a possibility. The patient¿s healthcare provider checked the device with the physician programmer and noticed some abnormalities. X-rays confirmed that the leads were intact. There were no falls or trauma associated with the issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0fep1, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4). Conclusion code has been removed.

Event description:
Additional information received reported that the patient would go from not feeling any stimulation to feeling a random shocking sensation. The patient had struggles with the therapy and felt that stimulation was not helping with symptom improvement. A manufacturer representative felt it could have been a possible device connection or bad placement. The device was replaced on (B)(6) 2015. In the procedure, the placement and responses went well. So far it seemed to be going okay and the patient hadn¿t experienced any shocking yet following the replacement.